Manufacturer narrative:
The pods will not be returned for evaluation. We are unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed antibiotics to treat the infection. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that on two different occasions, he had "cellulitis" from wearing pods. He experienced "discomfort, redness and swelling at the infusion site"; there was also "discharge coming out too." He was placed on antibiotics and is "getting better." No product will be returned for evaluation.